Manufacturer narrative:
Pm100n, pm100n bedside spo2 monitor hc x1, (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first monitor gave higher readings than the hospital monitor by 7 units during intra-operative use and the second monitor had inaccurate readings and black screen. Troubleshooting included testing with another new sensor, but there was nochange in the readings, and the device was swapped to isolate the issue. There was no patient harm.

Manufacturer narrative:
Additional information: d8, g2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the monitor had inaccurate readings and black screen. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of expired battery. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.